Event description:
Additional information was received from the manufacturer representative (rep) reporting that both leads were removed at (B)(6) hospital and were discarded. The patient was being discharged and would follow-up with the provider. The provider was aware.

Manufacturer narrative:
Continuation of d10: product ID 977d260, lot# va34hw4044, product type screening device. Product ID 977d260, lot# va365wg003, product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a lead. It was reported that, during a patient spinal cord stimulator trial, the patient experienced pain and numbness in the legs. The patient went to the emergency department, was hospitalized, and had surgery to remove the leads and repair the hematoma at t8 where the lead was. After the surgery, the patient is okay. Patient can walk and feel their legs after the device removal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.